Event description:
It was reported that the ventilator stopped delivering air to the patient. All visual alarms were flashing but there were no audible alarms. This reported problem occurred twice in the last two months. No patient harm reported. The dealer was unable to duplicate the reported problem.